Manufacturer narrative:
The device involved in this event has not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3b endoleak was identified. The physician elected to preform an open repair and explant the graft. The open repair was completed successfully and the patient has been discharged.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, a type 3b endoleak was identified. The physician elected to perform an open repair and explant the graft. The open repair was completed successfully, and the patient has been discharged. Additional information: during the clinical investigation, the type iiib endoleak as refuted, and a type ii endleak from lumbar arteries was identified. It was also noted that sac growth of 13mm had occurred due to the multiple large type ii endoleaks. There is no device malfunction. The final patient status was discharged on post-operative day six (6) home stable. The event is anatomy related and not related to a device failure therefore this event is no longer reportable.

Manufacturer narrative:
At the completion of the clinical assessment, the type iiib endoleak event is refuted, rather there were multiple type ii endoleaks from lumbar arteries. The event is most likely anatomy related. During the investigation, clinical assessment determined that there was evidence to reasonably suggest sac growth of 13mm had occurred due to the multiple large type ii endoleaks (lumbar) present on the pre, first follow up and event CT scans and likely the source of the sac growth. The procedure related harms identified were respiratory insufficiency, abnormal blood loss and a prolonged hospital stay. The final patient status was discharged on post-operative day six (6) home stable. The event is anatomy related and not related to a device failure therefore this event is no longer reportable. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Corrections: h6: device remove code 1504. H6: result remove code 3233. H6: conclusion remove code 11.